Event description:
I have added a letter with this form. On (B)(6) 2018 I, (B)(6), had breast augmentation surgery done with dr (B)(6). I had the allergen natrelle lnspira soft touch breast implants inserted into my body. Surgery went well as expected. Then on or about 2- 3 days later, I started to experience extreme sweating. At first, I thought possible infection, I called over to the dr's office and they assured me it had nothing to do with the surgery. With that said a few days later still not feeling well. I went to my primary dr who suggested as a precaution he would start me on antibiotics which he did. About a month or so later I was still not feeling great, went back for another follow up and again. I was told that what I was feeling had nothing to do with the breast surgery. It's now 2020 and I have been diagnosed with a rare auto immune disease called lambert eaton syndrome along with a thyroid disease now called hashimoto's thyroiditis disease, along with cardiac issue and now. My kappa chain blood work that has just been taken by cancer specialists is at 20.9 looking at a possible myeloma which is a rare form of blood cancer- that forms in plasma. I have been extremely sick since 2018 and have now lost over 35 lbs as well. I am enclosing all possible information that has been provide to me about the implants inserted in my body. My implants supposedly are smooth and not textured. Can the FDA please get back to me regarding this before someone loses their life.